Event description:
It was reported that the patient presented with a read error. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited no radio frequency telemetry. No intervention was performed. The patient experienced no consequences and will continue to be monitored.